Manufacturer narrative:
(B)(4). Date sent: 09/21/2004. Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a procedure, the 4-40 stud was found to be broken on the handpiece. There was no consequence to the pt.